Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the obtuse marginal coronary artery. A 4.00x19 mm graftmaster covered stent was attempted to be advanced but could not cross the lesion. A 4.00x16 mm graftmaster covered stent was then advanced and implanted at 12 atmospheres for 20 seconds and the perforation was sealed. Reportedly, the use of the graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.